Event description:
It was reported tha the bd ultra-fine¿ 3/10ml insulin syringe had a damaged shield. The following was translated from japanese to english: a patient complained that the cap part of one product was damaged. The product has been brought to the clinic and an investigation has been requested.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2276313. All inspection performed per the applicable operations qc specification.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported tha the bd ultra-fine¿ 3/10ml insulin syringe had a damaged shield. The following was translated from japanese to english: a patient complained that the cap part of one product was damaged. The product has been brought to the clinic and an investigation has been requested.